Event description:
A pt sustained a supracondylar fracture of the left femur in june 2004. 2004 pt had a medullary rod placed with locking bolts and screws. Pt falled to completely heal at the fracture site. In 2005 pt re-admitted and underwent reconstruction of left knee joint. Physician documented the following: the implants failed and now has displaced fragments within left knee joint. Failure of the distal their locking screws with the intramedulbny nail exposed into the joint.